Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
The insulin pump had intermittent button response due to corroded keypad traces. No unexpected alarms deleted anomaly noted during testing. The following cosmetic damage was noted: minor scratches on the lcd window, scratched reservoir tube window, cracked belt clip slot, and cracked reservoir tube lip.

Event description:
It was reported that the customer had a keypad anomaly on the insulin pump. The customer's blood glucose level was 12 mmol/l. The insulin pump alarm and alarm could not be deleted. The reports no response of several buttons and buttons were not pressed for longer than 3 minutes. The insulin pump is not bumped or dropped and battery was change and cleaning battery cap. The customer was advised insulin pump will be returned for analysis and is replaced by tnt.